Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented swelling and discomfort due to an infection. The ipp was explanted, and a malleable penile prosthesis was implanted. There were no additional patient complications reported.

Manufacturer narrative:
Updated a3a sex and a3b gender with additional information.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented swelling and discomfort due to an infection. The ipp was explanted, and a malleable penile prosthesis was implanted. There were no additional patient complications reported.